Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient presented to ER due to numbness in legs and scan confirmed epidural hematoma. As such, surgical intervention was undertaken wherein the system was explanted to address the issue.